Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 4.4 mmol/l. Advised the customer to contact a hospital or healthcare provider on the issue for the insulin for her son's blood glucose per a sliding scale. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, broken reservoir tube lip and a missing end cap sticker.